Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following components have been ordered. Lemo cable receptacle, high voltage cable and video camera. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a followup report will be submitted as required.

Event description:
It was reported that the image on the 9900 system was distorted. It was noted that this was observed during procedure setup. There was no report of pt injury.